Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of blood during patient therapy in the emergency department. The clinicians programmed a volume to be infused of 283-ml of blood at a rate of 999-ml/hr. When the pump alarmed infusion complete, the bag of blood was still half full and the clinicians reprogrammed the pump 100-ml at a time until the bag was fully infused. Any patient injury or medical intervention as a result of the underinfusion is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, under infusion of blood, which was not reproduced or confirmed. The unit was found to deliver within design specification: rate = 200 ml/hr, vtbi = 50 ml, delivery = 49.289ml (-1.422%). Additional flow rate tests were performed using the following parameters. Test results: rate = 40 ml/hr, vtbi = 10 ml, delivery = 9.678ml (-3.22%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.372ml (-2.512%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 97.001ml (-2.999%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 194.123ml (-2.9385%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 244.703ml (-2.1188%). No component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00065 can be removed from the FDA database.